Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #13 perforated the sinus. The implant was removed.

Event description:
It was reported that the implant at tooth location #4 was removed due to a large bone defect and infection.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: the event description was updated/corrected from a sinus perforation event to an infection event. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D6a: implant placement date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: patient code was updated/corrected from 2277 to 1930. H6: type of investigation codes were added: 4109, 4111, 4110 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310. H10: narrative/data was updated. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. DHR review was completed for the subject lot number: 63166318. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record (st2843) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number: 63166318 for similar events and no other complaint was identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformance's impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.